Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unknown date, the pt was hospitalized for the peritonitis. On an unreported date, the pt was treated with injection vancomycin, ip (intraperitoneally) 1 gm (frequency not reported), injection fortum ip, 1 gm, stat and 250 mg per exchange (frequency not reported), and injection forcan 400 mg, intravenous (IV) (frequency not reported) for the peritonitis. At the time of this report, the pt was still hospitalized, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.